Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'worm gear not activating when blue key is inserted' which was reproduced. As the false detection of closed door state. The cause was determined to be a broken upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a worn gear that was not activating when blue key was inserted and would not recognize tubing set at all. There was no known patient injury or medical intervention associated with this event. No additional information is available.